Event description:
A ventilator was returned to the third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device failed a test step for positive flow and negative flow. The device's proportional valve, 3 way solenoid valve and blower need to be replaced to address the issue. The device was cleaned and repaired. The device passed all the tests. Additionally, device was contaminated with dust, which was not related to the malfunction.